Event description:
It was reported that during routine follow up slight increase impedance was observed. The lead remains implanted.

Manufacturer narrative:
Please retract this MDR. Reported impedance measurement values are within normal limits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.